Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was powering off during use. The pt reported that the alleged issue started on (B) (6) 2010 at 6pm. The pt denied taking any action regarding her diabetes management as a result of the issue; however, reported that she felt hot, zoned out and blanked out a few seconds after the start of the alleged issue. At 6:10pm that evening the pt stated she treated self with food and/or drink in response to her feelings. At the time of troubleshooting, the cca noted that the pt replaced the subject meter's battery; however, the alleged issue remained unresolved. There is no indication that the reported issue caused or contributed to a serious injury. Although the pt reportedly treated self with food and/or drink, she did not develop symptoms suggestive of severe hypoglycemia. In addition, given the short time between the onset of the alleged issue and the reported symptoms, the pt likely felt symptomatic prior to or when the issue began, therefore, the meter did not contribute to the pt's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.